Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature depletion was confirmed. The device was not within its longevity requirement. Within a replacement battery, the device tested normal and all specifications were met. No source of high current drain was sent to the manufacturer and no anomaly was found. The cause of the premature depletion was not determined.